Manufacturer narrative:
Upon completion of the investigation, it was noted that the position of the cam when valve was received was 50mmh2o. The valve was visually inspected: no defects were noted. The valve was irrigated with purified water. An occlusion was noted at the inlet of the ruby ball. Therefore a fine needle was inserted into the flow opening of the valve inlet under the ruby ball and its seat, the ruby ball was manually popped free from its stuck position using light force. The valve was irrigated again, no occlusion was noted. The siphon guard was irrigated with purified water, no occlusion was noted. The catheters were irrigated with purified water, no occlusion was noted. The valve was dried. The valve was leak tested, no leaks were found. The valve was tested for programming. With programmer 82-3126, sn (B)(4) and 82-3190, sn (B)(4), the valve failed the test, during the programming process the cam mechanism did not move. The valve was then pressure tested at 50mmh2o, the valve failed the test. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, on the cam mechanism pillar, and on the base plate. The cam magnets were also controlled. The magnets passed. Review of the history device records confirmed the valve product code 82-3832, with lot crfbf5, conformed to the specifications when released to stock on the 14th may 2014. The root cause of the problem reported by the customer is due to biological debris found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, on the cam mechanism pillar, and on the base plate. Based on the results of this investigation, no further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.

Manufacturer narrative:
(B)(4) upon completion of the investigation a follow up report will be filed.

Event description:
Valve occlusion. The patient called is male and (B)(6), had v-p surgery on (B)(6) 2016. It was noted a little ventricular hemorrhage from CT report on (B)(6) 2016. The patient had serious vomiting symptom. The surgeon did revision surgery and removed valve. It was noted the valve was occluded by blood clot. Now the patient condition is stable.